Event description:
The customer was hospitalized for high bgs. It was found that the cannula was bent while they were sleeping. The customer stated that the pump never alarmed when the cannula was bent. The customer was able to pinch an inch at the inspection site. Troubleshooting was performed. The pressure test passed.